Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product codes: hsz, gff, hwe. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, during a tibial plateau osteosynthesis procedure, the drill tip broke. There was no consequence to the patient. No further information is available. This report involves one 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 310.250, lot 450p680: manufacturing site: jabil bettlach. Release to warehouse date: november 02, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that there was no damage or defects with the drill bit. The device only presents signs of normal wear. A dimensional inspection was performed and met specifications. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the drill bit was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation:the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the photo revealed that drill bit ø2.5 l110/85 2flute f/qc was found with the evidence provided the device broken.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was confirmed for drill bit ø2.5 l110/85 2flute f/qc. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.h6: a device history record (DHR) review was conducted:part # 310.250,lot # 450p680,manufacturing site: werk selzach logistik,release to warehouse date: 29 oct 2021.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.